Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with injection. Customer had not contacted their health care provider. The customer was explained the 2 high blood glucose rule. The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 600 mg/dl. The customer was assisted in performing displacement test and pump passed. The customer stated she doesn't think the pump is delivering the insulin and causing her to have high blood glucose. The customer was advised to monitor pump and blood glucose. Customer stated that she didn't feel comfortable with the pump and request a replacement pump. The customer mentioned that she was hospitalized on january 2016. The customer cause of hospitalization was diabetic ketoacidosis and her blood glucose was 600 mg/dl.